Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode due to loss of capture (loc) on an unknown right ventricular (rv) lead. System testing was performed that demonstrated increased pacing thresholds between 1.1-1.6v @ 0.4ms output with the patient in different postures; no noise or other unexpected behavior were observed. Device output was increased and no further instances of loc were observed. The physician plans to maintain device settings and continue with routine follow-up in the absence of any new episodes of loc. No additional adverse patient effects were reported.